Manufacturer narrative:
H3: product analysis: part # 6550006, lot # em18m001 visual and optical inspection confirmed one of the retaining tabs at the tip of the driver is broken and the handle. Handle nut and inner obturator is missing. This type of damage is consistent with bend stress overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding a driver and clamp prior to use. It was reported that the clamp was not working and the tip of the driver was broken off. There was no patient involved in the event. There were no further complications reported as a result of this event.